Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during therapy, the ivtm thermogard system (B)(4) alarmed and displayed air trap fault error message during cooling mode . The customer used paper and compressed air to clean /dry the sensor holes and restarted the console; however; the error message could not be cleared. The customer used a second thermogard system to complete the therapy. No other information was provided.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. However, the console was functionally tested at customer site the reported complaint was confirmed. Evaluation of the console found that the airtrap sensor block needed to be replaced to remedy the reported complaint of the air trap fault error message. Visual inspection and review of the event log showed no discrepancies or irregularities. After replacing the airtrap sensor block, the console was calibrated and functionally and electrically tested. The console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard with serial number (B)(4).